Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other supera referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported resistance could not be replicated as it was based on case circumstances. The tip separation was confirmed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation determined that a conclusive cause for the reported resistance and tip separation could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the first supera stent implant was deployed in (B)(6) 2014 in an unspecified vessel. On (B)(6) 2015, the procedure was to treat the same unspecified vessel. Pre-dilatation was performed using an unspecified balloon dilatation catheter (bdc). After the second supera stent implant was deployed, resistance was met during withdrawal of the delivery system, and the tip separated. The separated tip was successfully retrieved using a snare device, and the procedure was successfully completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.